Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the device began to smoke and that the tip fell apart after he removed the bisector from the patients leg. A replacement device was used to complete the procedure. The ho spital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/11/2019. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. Blood and tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away at the base of the hot jaw. The silicone insulation on the cold jaw was observed to be detached from the base to the center of the cold jaw, exposing the metal portion of the cold jaw. The peeled silicone was not returned for evaluation. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. No excessive smoke was observed during the testing. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the return condition of the device and the results of the investigation, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire". However, the reported failure "environmental particulates" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they stated that the device began to smoke and that the tip fell apart after he removed the bisector from the patients leg. A replacement device was used to complete the procedure. The ho spital did not report any patient effects.